Manufacturer narrative:
The unit was received with blank display and the problem was isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify failed battery test alarm due to blank display. The following physical damage was noted: minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that his insulin pump sometimes shuts off on its own. The device would also alarm failed battery test. The patient's blood glucose at the time of incident is unknown. There were two cracks on top of the battery compartment. The insulin pump was returned for analysis.